Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor's power adapter broke off in socket and was stuck. The patient was referred back to the hospital. The monitor status was unknown. No patient complications have been reported as a result of this event.